Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified an electrode lifted. ECG signal interference. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. Signal interference of map 2 was observed. A second device was used to complete the procedure. There was no adverse event reported on the patient. The signal interference (noise) was observed on the ic channels on the carto 3 system. The physician had an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-nov-2025, observed an electrode lifted. The event was originally considered non-reportable, however, bwi became aware of an electrode lifted on 21-nov-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-sep-2025. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed an electrode lifted. Proper manufacturing evidence of assembly was noted on the lifted electrode. The device was connected to the carto 3 system and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint was found during the review. The customer complaint was confirmed as the lifted electrode and the open circuit could be related to the noise reported by the customer. The potential cause of the electrode lifted and open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿ECG signal interference¿ issue. In addition, biosense webster inc. Analysis finding of the ¿electrode lifted¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿ECG signal interference¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).